Event description:
Boston scientific received information that telemetry could not be established between this implantable cardioverter defibrillator (ICD) and associated programmer. There were no beeping tones when magnet was applied. The decision has been made to explant this device because it was suspected the battery was depleted. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.